Event description:
It was reported that intermittent, on-going cartridge alarms occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level of 654 mg/dl, went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU) on (B)(6) 2025. The customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the hospital 1 day later on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.